Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre meter were reviewed. The dhrs showed the freestyle libre meter passed all tests prior to release. A DHR for the precision strips was reviewed and the DHR showed the precision strips passed all tests before release. Retain testing was performed and all units performed within specification. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A caregiver reported that the blood glucose test would not start with the adc freestyle libre reader's built-in meter after sample insertion. It was reported that a sensor scan reading of 'lo' (< 40 mg/dl) was obtained, but the caregiver could not verify the reading with the built-in meter due to reported issue. The customer was experiencing the symptom of headache, and was treated by the caregiver with sugar. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported that the blood glucose test would not start with the adc freestyle libre reader's built-in meter after sample insertion. It was reported that a sensor scan reading of 'lo' (< 40 mg/dl) was obtained, but the caregiver could not verify the reading with the built-in meter due to reported issue. The customer was experiencing the symptom of headache, and was treated by the caregiver with sugar. There was no report of death or permanent injury associated with this event.